Manufacturer narrative:
Iris field service engineer (fse) was at the customer site on (B)(4) 2016. The fse found that the drain valve (drv) was not functioning correctly. The fse replaced the drv resolving the issue. The system was operational. (B)(4).

Event description:
The customer reported positive control was failing lower than the lower limit and autofocus also failed on the iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.